Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone l2-s1 posterior spinal fusion with tlif spacers at l3/4, l4/5 and l5-s1. It was reported that at the 3 months post-op visit, the surgeon observed screw fracture at the s1 screws, bilaterally. For the revision surgery -- the surgeon exposed the previous hardware, removed the set screws and previous rods and crosslink. He then removed the broken tulip heads, then left the remaining screw shank in s1. The surgeon then placed bilateral iliac screws and placed a new rod and set screws. No further complications were reported/anticipated.